Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Customer¿s blood glucose was 451 mg/dl. Customer reported that tubing was clogged and blood glucose went up because of issue. Customer reported that when she went to bed blood glucose was 189 mg/dl. Customer bolus and when she woke up at 3am blood glucose was 451 mg/dl. Customer reported that she bolus for that blood glucose and then an hour later blood glucose was 550 mg/dl. Customer reported that she treated high blood glucose with manual injection. Customer reported that she changed all the tubing and went to sleep and blood glucose went up. Customer reported that this occurred during the holidays also. Customer reported that she feels like the issue is with the tubing and not the cannula. Customer reported that patient did not change site but only changed the tubing and the problem was solved. Customer declined troubleshoot and stated that she believes issue is with the tubing and not the insulin pump. Customer reported that the flow of insulin seemed to be much less than usual. Customer reported that when she gave manual injection she may have given too much and blood glucose was 65 mg/dl. Customer treated low blood glucose with apple juice. Customer reported that last blood glucose was 79 mg/dl. The insulin pump will not be returned for analysis.